Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No further information is available. Or, did the device fully fire and stop during the automatic knife return? Yes. Was there any difficulty opening the device? No further information is available. If yes, how was the device removed from the patient? No further information is available. If yes, did the jaws eventually open? Yes. The knife did not return to home position at the 1st firing (sgt45d). It returned when the surgeon did some operations. The knife did not return at the 2nd firing (gst45t) as well. The knife reverse switch was used, but the knife did not return. After few minutes of attempt, it returned when the surgeon did some operations. The surgeon was not sure what operations he did to return the knife. The knife moved forward all the way but did not return to home position at the 1st firing(gst45d). The battery was replaced to another one which was loaded into pve35a, but it did not work. 30 to 60 seconds later, the knife returned. At the 2nd firing (gst45t), the knife moved forward all the way but did not return to home position as well. The knife reverse switch was used, but the switch was loose and did not function. 2 to 3 minutes later, the knife returned. Potential lot numbers are u93k90 or t95981. A manufacturing record evaluation was performed for the finished device lot numbers, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open pneumonectomy, the knife did not return to home position at the 1st firing (sgt45d). It returned when the surgeon did some operations. The knife did not return at the 2nd firing (gst45t) as well. The knife reverse switch was used, but the knife did not return. After few minutes of attempt, it returned when the surgeon did some operations. The surgeon was not sure what operations he did to return the knife. The device was used on the lung. The target tissue was not very thick. Another device was used to complete the case. There were no adverse consequences to the patient. One pcee45a and one gst45d and one gst45t will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2020. D4: batch #u5ar3e. Investigation summary the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, however, did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located. This time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch is manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.